Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack near the tip on the shaft of the catheter. As the user found the crack prior to use, the catheter was not used.

Event description:
It was reported that there was a crack near the tip on the shaft of the catheter. As the user found the crack prior to use, the catheter was not used.

Manufacturer narrative:
The reported event (crack near the tip on the shaft of the catheter) was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellowing throughout entire catheter) silicone foley catheter with a cut inlet tube portion and sample port connector. Visual inspection of the sample noted a slightly rough area on the tip of the catheter (white colored area above murphy eyes). This was out of specification, which stated, "no rough surfaces or discoloration is allowed on shaft." And "tips to be straight relative to shaft transition between the shaft and tip must be smooth, ridges lines or gouges not permitted, tip not to be incomplete or malformed.." No cuts in the silicone of the shaft were observed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leakage or other issues. Active length of the catheter balloon was measured (0.7210 inches) and found to be within specification (0.6-0.9 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.